Manufacturer narrative:
The pannus and calcification seen at explant were confirmed. All three leaflets contained calcifications. There were tears in all three leaflets, which were associated with calcification. There was fibrous pannus ingrowth on the outflow surface of leaflets 1 and 2 and on the inflow surface of leaflet 2. No inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the tears could not be conclusively determined, however all of the tears were associated with calcified nodules.

Event description:
Reference manufacturing report 3007113487-2020-00005. In 1992, an abbott mechanical aortic valve was implanted. In (B)(6) 2015, the patient presented symptoms of dyspnea and syncope. On (B)(6) 2015, mechanical valve was explanted due to stenosis and pannus and was replaced with a 21mm trifecta valve. Pannus was observed on the mechanical valve and calcification was also observed on the native aorta at left sinus level just above the left common trunk. On (B)(6), 2018, stenosis and mild parivalvular leak were observed through tee. On (B)(6) 2020, the valve was explanted and replaced with a 21mm biological edwards valve. Pannus and calcification was observed on the explanted trifecta valve.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturing report number 3007113487-2020-00005. On an unknown date, an abbott mechanical aortic valve was implanted. On (B)(6) 2015, mechanical valve was explanted due to stenosis that led to obstruction of flow and was replaced with a 21mm trifecta valve. On an unknown date, stenosis and perivalvular leak was observed on the trifecta valve. On (B)(6) 2020, the valve was explanted and replaced with a 21mm biological edwards valve. Pannus and calcification was observed on the explanted trifecta valve. (B)(6), (B)(6) 2020.